Event description:
The pt received a scs system and reported on (B)(6) 2011 that the pt complained that the ipg was too big. The pt's doctor replaced the ipg with a smaller model ipg. Pt stimulation was captured post-operation. The ipg was discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.